Event description:
--

Event description:
Boston scientific crm received information that this device displayed an end of life (eol) indicator associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is included in the mid-life display of replacement indicators advisory population communicated (B)(6) 2007. A boston scientific technical services consultant (ts) discussed the advisory details and replacement recommendations. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
Upon return to boston scientific's (B)(4) laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Review of device memory revealed it also declared its end of life indicator (eol) after experiencing a charge time greater than the extended mid-life eol 30-second charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, additional lab analysis and testing showed eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available.

Event description:
The device subsequently was explanted and replaced with no adverse effects. This device's reporting status is changed to serious injury from malfunction due to explant with early eol status suspected.